Event description:
It was reported that the customer had a multiple hospitalization on (B)(6) 2015 due to and pneumonia and high blood glucose. Customer's blood glucose level at the time of the first hospitalization was 900 and the second 515 mg/dl. Customer states they were wearing the insulin pump when admitted to both of the hospitals. On (B)(6) 2015 customer was admitted for a few hours and then released. On (B)(6) 2015 customer was admitted again. Troubleshooting was not performed, because customer was still at the hospital. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.